Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted since the electrode lead passed through the wall of the external auditory canal. No accident or trauma has been reported. The user has been reimplanted with a new device.

Event description:
The device was explanted since the electrode lead passed through the wall of the external auditory canal. No accident or trauma has been reported. Reportedly there were no signs of infection. The user has been reimplanted with a new device.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the electrode into the external ear canal. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the extrusion. However, the presence of the device might have contributed to its subsequent development. This is a final report.